Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon used (1) tsw 35 and found it would not fire. The instrument was reloaded and the reload fell into the pt. The reload was retrieved and the procedure was completed. There was no consequence to the pt.